Manufacturer narrative:
I(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the device's tubing had come off the port. This was found when the patient was complaining about having no restriction. The patient had a peri-operative fluoroscopy performed too show the tubing was not connected to the port. The surgeon chose to reconnect the tubing and strain relief to the original port. There was no patient consequence.